Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 7/25/24. On 8/26/24 a beta bionics customer care agent followed up with the user's mother about the event. On 7/25/24, the user experienced sustained high bg levels throughout the night, though the cause of the elevated bg is unknown. Upon waking, the user was vomiting and unable to speak, nearly losing consciousness. The user's mother brought them to the ER, where they were diagnosed with dka. The user was admitted to the hospital for one night and treated with IV fluids and insulin to bring down the high blood glucose levels. Ketone testing was conducted at the hospital. The user was released on (B)(6) 2024 and has since resumed using the ilet system.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date following a supply change the night before. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set or some other failure along the fluid pathway resulting in insufficient insulin delivery.